Manufacturer narrative:
A partial lead with the distal portion measuring 37.0 cm was returned for analysis. External insulation abrasion breaching the outer insulation exposing the outer coil was noted at 28.3-30.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. On (B)(6) 2018, the patient was brought into clinic and the noise was reproducible. The device was reprogrammed. It was noted that the patient was feeling tired and lightheaded but it was unknown if it was due to the lead noise. It was later noted that the right atrial lead also exhibited noise. On (B)(6) 2018, the pacemaker and leads were explanted and replaced. Patient was stable.